Event description:
It was reported that the customer's insulin pump alarmed motor error during basal. Troubleshooting was performed. Reviewed the alarm history and found several motor error alarms. Ran a displacement and self test and they passed. During the call it was also reported that the customer was hospitalized due to high blood glucose. It was stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a faulty sensor. Further testing could not be performed due to the motor error alarms. The device has a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.